Event description:
Pt had right distal tibia fracture and underwent closed reduction and external fixation. Per the operative report, "the more proximal screw broke at the bone pin interface. Minimal effort needed to break the half pin. An add'l half pin was then placed to the stab incision between the 2 previous incisions." No injury noted to pt. Pt discharged to home.